Event description:
Patient was undergoing a right hip arthro plasty w/endo prosthesis. When cement was placed, patient bacame hypotensive and arrested CPR was unsuccessful. (Fat / cement embolism syspected).